Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a defective marking found in the center of this iol after insertion. Additional information has been received and sated that, there was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only photo was returned. The returned photo shows an implanted iol (intraocular lens). A dark mark is observed in the center of the optic area. Based on our observation of the attached photo, dark mark is observed, in the center of the optic area of the implanted iol. Neither the company device, nor the iol was returned for the evaluation. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined, based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).